Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the electrode belt failed a fall-off test. The cause for the test failure and the reported alarms was isolated to an open green (+3.3v) and black (main battery) wire in the electrode belt trunk cable connector. The cause for the open wires was a damaged trunk cable connector. The root cause for the damaged trunk cable connector could not be positively identified, but was likely physical abuse. No adverse event resulted from the open wires. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving a service code 204. The patient was issued a replacement electrode belt.